Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
Additional information received on 09/25/2024 via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient that endured cva with a "unknown (undetermined)" relationship to the impella 5.5 device used: "patient not moving the left side of his body, CT imaging completed showing large right middle cerebral artery infarct with second marginal coronary artery branch occlusion. Worsening midline shift of 8mm. Decompressive craniectomy performed.¿. The patient recovered with sequelae.

Manufacturer narrative:
The investigation of stroke/cva and thrombus has been completed. As the necessary information was not provided, the root cause of the thrombus and stroke/va was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-20481 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-20481 in accordance with updated procedures.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella 5.5 was returned for evaluation. Optical signal issue: as the failure mode of "placement signal issue" is for investigating failures of the differential pressure sensor and the impella 5.5 does not have a dp sensor, the reported failure mode of "placement signal issue" was investigated under the failure mode of "optical signal issue". No visual abnormalities were noted on returned pump. No biomaterial noted and pump passed laser continuity test. Pump's optical parameters did not show any hard failures of the optical sensor. Data logs were reviewed and no hard failures of the optical sensor were noted. Snr throughout case was observed to be continuously low, with contrast also periodically low. The data logs from the previous pump run and the pump run after the impella 5.5 sn (B)(6) on ic1675 were reviewed and low snr was observed on both pumps. Clinical details noted that the ao and lv signal were elevated in the 200s. Volume was given in attempt to resolve issue and it was not noted if placement signal issue resolved. Upon review of the data logs and evaluation of the returned pump, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. No problem is found with the pump during the case. Thrombus: the failure mode of ¿thrombus¿ is to be used when a thrombus is noted but cannot be connected to any other adverse events or decrease in pump performance. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. Stroke/cva: strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. Timing of the stroke in relation to impella support (during or post-implant). Detailed description of the symptoms experienced by the patient. Neurological examination findings and any focal deficits observed. Diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). Laboratory test results, including coagulation profiles and cardiac markers. Any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. Response to any previous anticoagulation or antiplatelet therapies. Evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
While on support, placement signal (ps) pressure readings elevated in 200s both aorta and left ventricle. It was reported that the issue was resolved.